Event description:
It was reported that during a procedure, "halfway through the case the ligasure quit working and the blade would not retract." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with a derailed blade, eschar build-up on the blade, and visible biological material on the handle, shaft, and jaws, evidence that it was clinically used. The jaws were unable to open since the blade was dislocated/not fully retracted. The blade was able to be realigned into the guiding slots; therefore functional testing could be performed. The jaw functionality was tested and confirmed to be acceptable as it was able to actuate, lock/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be aligned. The blade trigger was tested and verified to maintain movement and did not stick or derail when activated. The device was then confirmed to pass cut testing as it was able to successfully make three (3) consecutive clean cuts on (B)(4) material. Based on stryker sustainability solutions' engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Sss instructions for use states: "do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge." "Close the white moveable handle until it clicks and latches in place." "Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between the jaws must be less than two millimeters." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. (B)(4). The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
At the time of this report the complaint device has not been returned to stryker sustainability solutions (sss) for an evaluation. However, pictures of the device did show the blade was derailed and protruding from the jaws. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00137 where the device blade derailed and cut a patient's artery, even though there was no patient injury in this event. Once the device is returned and an investigation completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that during a procedure, "halfway through the case the ligasure quit working and the blade would not retract." No patient injury was reported by the user facility.